Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the therapy electrode pads. The patient was given a prescription from his physician for benadryl cream. After using the cream the irritation improved.